Manufacturer narrative:
Date of event is unknown. Additional product device code hwc. (B)(4). Date of initial implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 04.013.648s, lot# h300329. Manufacturing location: (B)(6), manufacturing date: feb 21, 2017, expiry date: jan 31, 2026. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Component parts reviewed: part 21012 - raw material lot bp-80 lot ¿ h260652. Raw material received from nf&m international / vsmpo-tir. Titanium product certification received from nf&m international meet specification. Raw material receiving/put away checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 on a femur for infection, non-union and broken screws. The surgeon removed the three (3) 5.0mm ti locking screw w/t25 stardrive 36mm for im nails and a 12mm ti cann retro/antegrade femoral nail-ex/340mm-sterile. The nail was removed intact and patient was reported as being stable. The patient was implanted with an antibiotic nail in the meantime. This report is for one (1) 12mm ti cann retro/antegrade femoral nail-sterile. This is report 1 of 4 for (B)(4).